Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that their colleague was able to meet with the patient to troubleshoot their communicator. The communicator would not pair with the existing communicator so their colleague paired an extra communicator that they had and was able to connect with no problems. The rep provided additional education to the patient and their husband. At this time the issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller said the patient needs to turn stim off for a surgery (lumpectomy ) in 2 weeks as directed by the neurologist. Caller was not able to get the handset and communicator to connect to the implant. Caller reported seeing the no device response message. The following troubleshooting steps were performed: reset the handset, reset the communicator, . Additional troubleshooting information: the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller said the most recent visit to the healthcare provider was 45 to 60 days ago. Caller did not bring the external equipment to the appointment but caller said the hcp checked the device using a "laptop". Patient has not had a return of symptoms and the caller said the device was life changing for the patient. Caller said the ins was showing up in the linked devices. Reviewed how to unlink the ins. Attempted to relink the ins but after the patient pressed start, they just saw a screen the said communicating w/ device - this screen showed for several minutes. Attempted to relink twice with no success. Redirected to hcp to have ins checked. Additional information was received from manufacturing representative (rep). Rep called (see secure note) today to review this call. Ts reviewed call notes and actions taken during the call. Rep felt the communicator should have been replaced at that time. Ts reviewed that given the message of no device response, replacing the tm91 would not be the first course of action. We typically want to understand what may be happening with the ins at this point as it appears that the handset/tm91 were connecting appropriately. Rep stated they will meet with patient to check with clinician app. Ts asked that they also work with the handset and tm91 again.